Event description:
Device malfunction: failure to deploy thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, while advancing the thumb advancer, the thumb advancer stopped in the sheath and could not be advanced. The device was removed from the patient anatomy and hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, additional information was not available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.